Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) arm involved with this complaint and completed the investigations. Failure analysis investigation was not able to reproduce the failure and found that the arm passed the in-house slow sweep test. The axis 2 brake and brake gear will be replaced as a fix. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during preventative maintenance. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during preventive maintenance, the technical field specialist (tfs) tested the patient side manipulator (psm) arm 3 and it failed the slow sweep test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the arm.